Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an adverse event occurred. The patient reported the first sensor they inserted was inserted in the abdomen on approximately (B)(6) 2019. She was in the hospital for diabetic ketoacidosis (dka) when it failed. During her hospitalization, she received fluids via intravenous (IV) therapy, insulin, morphine, zofran and benadryl. She was discharged home and on (B)(6) 2019, a new sensor was inserted into the abdomen, and it failed after warm-up. She stated that she was admitted to the emergency department with a blood glucose (bg) value of 400 mg/dl and received IV fluids, insulin, morphine, zofran and benadryl. She was discharged with a bg of 280 mg/dl. At the time of contact, the patient did not feel well; she is a brittle diabetic who is hypoglycemic and hyperglycemic unaware, her abdominal muscles are paralyzed because of a muscular disease, and she has had a heart attack. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.